Manufacturer narrative:
Reliability analysis inspected one opened/used sensor. Performed continuity resistance test and the sensor passed per specification. Also performed the bicarbonate buffer test and the sensor passed per specifications with accurate readings.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report a broken sensor inside the serter. Customer's blood glucose reading was 150 mg/dl. Product is being returned and replaced.